Event description:
It was reported to philips that the system gave an alert indicating there was a problem in host computer's memory which can impact x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and confirmed that the host pc has a memory problem and that several remote alerts were produced by the system. No service has been performed by philips, and the cases were closed without any resolution, as the hospital management decided to replace the current system with a new one, and the customer was waiting for the eos (end of support) period to end. The codes were updated based on the investigation outcome. Evaluation method code was corrected.